Manufacturer narrative:
The reported device was returned to the repair facility where 100% diagnostic tested was completed. Device was tested through burn ins and no irregularity was found from the generator. No issues were found with the generator and the complaint was unable to be confirmed. A DHR review was completed for product a2350 with serial number (B)(6). There were no noted nonconformities during manufacturing and processing of this product . All items were noted as within manufacturing specification from the manufacturer. Root cause is unable to be determined at this time. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Manufacturer narrative:
Awaiting return of the reported device and/or additional information from the complainant to complete the evaluation.

Event description:
The complainant alleges, "when using the a2350 it caused a cardia arrhythmia on the patient. The patient did not have a pacemaker or implanted defibrillator. Used a different generator to complete the procedure."